Event description:
Durin course of accessing the graft in arm, a wire fragment broke and lodged in the soft tissue. The fragment was thought to not pose a safety concern and the status of the graft continued to be accessed angiographically. The graft was unsalvageable, via the ir approach, and vascular surgery was consulted. Pt was taken for ligation of the left arm graft on (B)(6) 2018. The wire fragment was removed at the time of ligation. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: fistulogram with likely declot intervention. Is the product compounded? No; is the product over-the-counter? No.